Manufacturer narrative:
The serious events of nodule and swelling at implant site, and malaise, and the non-serious events of pain, erythema, warmth and induration at implant site, cutaneous contour deformity, discomfort at injection site and headache were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes injection technique. Alternative etiology for malaise includes undisclosed medical condition. The case meets the criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Additional investigation of repeated batch record review will be performed to exclude a non-conforming product. Recommendation for corrective and preventative action:no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-nov-2022 by a 53-year-old female patient concerning herself. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 8 ml of new-fill (sculptra) (lot 1j5292) to lower middle third of the face using needle with unknown injection technique. The sculptra was diluted with water for injection [water for injection]. She had denied previous use of sculptra. Same day after injection, the patient felt intense pain (implant site pain) along with a headache (headache) that did not resolve, and she could barely sleep. When woke up, the patient had experienced deformed (cutaneous contour deformity) face because of much swelling reaching right eye, her face was very red (implant site erythema) and hot (implant site warmth). At the end of that day, the patient started experiencing large and rigid nodules/large lumps (implant site nodule) in the area of injection. Because of the events, the patient started to feel desperate. When the patient went home after the procedure, she took unspecified analgesic 1 gram every six hours. She did 5-minute massage with a moisturizer and applied ice on face as recommended by the professional. On (B)(6) 2022, upon waking up, the patient felt a strange sensation (injection site discomfort). Her entire face was very swollen (implant site swelling) including right eye. Due to the events, the patient called to the hcp who performed the procedure, who said that all symptoms were normal. The patient had consultation with another hcp to assess her condition, as her face was swollen and deformed, and she was already panicking. The patient underwent an ultrasound test that was ordered by the dermatologist on (B)(6) 2022 but the result was unknown. By the end of the day on (B)(6) 2022, the patient experienced malaise (malaise) and visited a hospital. Later, the patient underwent unspecified blood tests and was hospitalized. The results were unknown at the time of the report. At the hospital, the patient received corrective treatment with unspecified antibiotics via intravenous route. Afterwards, the patient was treated with unspecified anti-inflammatory medication and corticoid in addition to dipyrone [dipyrone] every 6 hours. All medications were administered via intravenous route. The patient informed that her face was already deflating, but the large lumps were still hard (implant site induration) and visible with different sizes in basically four regions of face. As of (B)(6) 2022, the patient was still hospitalized. Outcome at the time of the report: intense pain was unknown. Headache was unknown. Red was unknown. Hot was unknown. Nodules/large lumps was not recovered/not resolved/ongoing. Strange sensation was unknown. Swollen was not recovered/not resolved/ongoing. Deformed was unknown. Malaise was unknown. Hard was unknown. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2022 from same reporter. Patient demographics, suspect device implant date, volume, needle type, lot number, expiry date and event onset date were updated.

Manufacturer narrative:
Company comment: the serious events of nodule and swelling at implant site, and malaise, and the non-serious events of pain, erythema, warmth and induration at implant site, cutaneous contour deformity, discomfort at injection site and headache were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes injection technique. Alternative etiology for malaise includes undisclosed medical condition. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Until this date, no complaints have been received for sculptra lot 1j5292. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: new-fill-no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-nov-2022 by a (B)(6) female patient concerning herself. No information about medical history, history of allergies or previous filler treatments has been provided. On 01-nov-2022, the patient received treatment with 8 ml of new-fill (sculptra) (lot 1j5292) to lower middle third of the face using needle with unknown injection technique. The sculptra was diluted with water for injection [water for injection]. She had denied previous use of sculptra. Same day after injection, the patient felt intense pain (implant site pain) along with a headache (headache) that did not resolve, and she could barely sleep. When woke up, the patient had experienced deformed (cutaneous contour deformity) face because of much swelling reaching right eye, her face was very red (implant site erythema) and hot (implant site warmth). At the end of that day, the patient started experiencing large and rigid nodules/large lumps (implant site nodule) in the area of injection. Because of the events, the patient started to feel desperate. When the patient went home after the procedure, she took unspecified analgesic 1 gram every six hours. She did 5-minute massage with a moisturizer and applied ice on face as recommended by the professional. On (B)(6) 2022, upon waking up, the patient felt a strange sensation (injection site discomfort). Her entire face was very swollen (implant site swelling) including right eye. Due to the events, the patient called to the hcp who performed the procedure, who said that all symptoms were normal. The patient had consultation with another hcp to assess her condition, as her face was swollen and deformed, and she was already panicking. The patient underwent an ultrasound test that was ordered by the dermatologist on (B)(6) 2022 but the result was unknown. By the end of the day on (B)(6) 2022, the patient experienced malaise (malaise) and visited a hospital. Later, the patient underwent unspecified blood tests and was hospitalized. The results were unknown at the time of the report. At the hospital, the patient received corrective treatment with unspecified antibiotics via intravenous route. Afterwards, the patient was treated with unspecified anti-inflammatory medication and corticoid in addition to dipyrone [dipyrone] every 6 hours. All medications were administered via intravenous route. The patient informed that her face was already deflating, but the large lumps were still hard (implant site induration) and visible with different sizes in basically four regions of face. As of (B)(6) 2022, the patient was still hospitalized. Outcome at the time of the report: intense pain was unknown. Headache was unknown. Red was unknown. Hot was unknown. Nodules/large lumps was not recovered/not resolved/ongoing. Strange sensation was unknown. Swollen was not recovered/not resolved/ongoing. Deformed was unknown. Malaise was unknown. Hard was unknown. Tracking list: v.0 initial v.1 fu received on 13-nov-2022 from same reporter. Patient demographics, suspect device implant date, volume, needle type, lot number, expiry date and event onset date were updated. V.2 repeated batch record review results received on 02-dec-2022.